Manufacturer narrative:
The investigation of the reported failure modes has been completed. Device in wrong place: the data logs show that there are positioning alarms seen on 9/4 with spikes in the ps and noisy 5s but that improves on 9/4. There are still multiple positioning alarms and spikes in the ps that continue throughout 9/11. Due to the lack of clinical details provided, the root cause of how the pump came out of position cannot be determined. Hemolysis: the data logs show that there were positioning alarms during this time period with spikes in ps, suction, and noisy 5s as the pump was not getting the best signal. The motor current was stable during this time period with no spikes or drastic changes in pump flow at the respected p-levels. The pump run remained stable throughout the rest of the case. Due to a lack of product returned, the root cause of the hemolysis cannot definitely be confirmed. Hematuria/urinary tract infection the root cause of the patient injuries cannot be determined due to a lack of clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that there was a pump in ventricle alarm that was not resolved with repositioning. The pump was pulled back but appeared to be flipped, deflecting against the wall of the left ventricle. The pump remained implanted as the patient continued to be well supported, despite the orientation of the pump. Patient had frank blood in urine with clots. The p-level was lowered to mitigate hemolysis. Possible uti and cultures pending.